Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was stiff man syndrome. On (B)(6) 2020 it was reported that they were in the or (operating room) for a normal pump replacement and when they opened the patient up they saw there was a hole in the proximal side of the catheter closer to the spine. They replaced the sutureless connector. No patient symptoms and no further complications were reported or anticipated.